Event description:
It was reported that the event involved a male pt while in the cath lab. The intra-aortic balloon (iab) was inserted through the teflon sheath via the femoralis with no issues. Therapy continued successfully for approximately two days when the intra-aortic balloon pump (iabp) gave a "helium loss alarm" and blood was visible in the line. As a result, the iabp therapy was immediately stopped and the iab was removed successfully. No medical/surgical intervention was needed. No delay or interruption in therapy was noted. No report of pt death, complications or injury. The pt outcome is that the pt was stabilized with catecholamines.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be asr reportable. The returned device was evaluated and the reported event did not meet the criteria of a ruptured intra-aortic balloon. Device evaluation: returned items were the iab assembly. Teflon sheath and sidearm, arterial pressure (ap) line attached to the central lumen, and 40cc driveline tubing connected to the short driveline. Traces of blood were found on the exterior surfaces of the iab. The bladder was unwrapped. Dried blood was found on the exterior and interior surfaces of the bladder. The teflon sheath was on the catheter approximately 43cm from the distal tip of the iab. The sidearm of the sheath was filled with blood and there was blood inside the sheath. The short driveline was filled with blood which also moved into the connected driveline tubing. The one-way valve was tethered to the short driveline. The arterial pressure line was attached to the central lumen luer and filled with blood. The central lumen was bent 14cm and 27cm from the distal tip of the iab. Other bends noted in the catheter and central lumen approximately 43cm, 50cm, and 67cm. A kink was noted in the catheter and central lumen 73cm from the iab distal tip. The one-way valve was tested using a pressure gage and passed. A vacuum was pulled on the iab and was slowly lost. The tip of the iab was placed in water. A 10cc syringe was connected to the luer end of the central lumen, the plunger was pulled back and blood immediately aspirated into the syringe. However, the blood that entered the syringe appeared to have come from the short driveline. The syringe was disconnected, emptied, filled with water and reconnected to the luer end of the central lumen. The plunger on the syringe was depressed and blood tinged water exited through the short driveline. An in-house spring wire guide (swg) was back loaded (straight end) through the distal tip; resistance was met at approximately 73cm from the distal tip and could not pass any further. The j-tip of the swg was then fed through the luer end of the central lumen and could only advance as far as the kink in the catheter body. The iab was blocked on both ends, submerged in water, and pressurized. A large leak was detected at the kinked area 73cm from the iab distal tip. No other leaks were noted. The kinked catheter area was microscopically examined. A hole was found in the plastic wrapping located 73cm from the iab distal tip. The central lumen was also found to be broken. The break was noted to be 72.5cm from the ia distal tip. The device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the complaint of "the pump gave a helium loss alarm and blood was visible in the line" is confirmed. During the investigation, the catheter body was discovered to have a kink near the bifurcate housing and a broken central lumen causing a leak in the gas lumen. The potential cause of this issue is procedure/pt related. The probable cause of this issue is excessive pt movement.